Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis found that the device, packaging tray, both electrodes, and an open pouch were returned in a large plastic sleeve. There were traces of contamination observed on the cuff, packaging tray, and on the ribbon. There were also deep scratches observed on the trace circuit and creases on the ribbon. The maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: red electrode was over 200 ohms (ran intermittently) while red with clear tube, blue, and blue with clear tube were all over 20 ohms; all electrodes out of specification. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution to perform functional testing. During testing, the device failed electrode check for vocalis2 and had excess feedback on vocalis2 during the noise test. There was intermittent behavior observed while manipulating the flex circuit and electrode wires. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the nim vital system was failing the electrode check step in the set up. After calling field contact for advice with details showing an excessive mismatch between readings, having excessive secretions suctionedaway, after repositioning and checking the placement of the tube, after ascertaining if electrical interference might have been disrupting resistance readings. After repositioning the tube with still resistance reading failings (excessive difference readings) the tube was replaced with another emg ett. The procedure was delayed for 10minutes and it was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.